Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 3. The valve was hydrated for about 36 hours. The valve was visually inspected: needle holes in the needle chamber were noted as well as a cut in the silicone housing over the valve casing was noted. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was removed. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via l-p shunt to a patient with (B)(6) ((B)(6) female). The initial setting was 5. Sometime after implantation, the setting was changed from 5 to 3 as the patient's condition was getting worse. However, the patient's condition was not improved, and contrast radiography showed that fluid did not flow through the distal part from the valve. The surgeon suspected valve occlusion and performed a revision on (B)(6) 2016. During surgery, when pumping the removed valve, patency was not confirmed at the distal side from the valve, however, fluid flowed through the distal catheter smoothly when it was removed from the valve. The surgeon confirmed the valve occlusion and replaced only the valve by 82-8800 with the setting 5. The patient is currently being monitored. The surgeon suspects biological debris or blood may have intruded into the valve.